Manufacturer narrative:
(B)(4). The device was not returned to edwards as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 23mm bioprosthetic valve was implanted into a 23mm bioprosthetic valve in the aortic position via valve-in-valve procedure after an implant period of approximately eleven (11) years. The reason for this procedure was aortic insufficiency. The patient was reported to be doing fine post-operatively, better than the surgery. Patient was taken to cardiac surgical intensive care unit in stable condition.